Event description:
It was reported that the balance middleweight universal ii (bmw-u) guide wire was wired in the non-calcified / non-tortuous left anterior descending artery (lad) and intravascular ultrasound (ivus) was being performed. While pulling back on the ivus catheter, the wire lost position. The physician attempted to remove the bmw-u guide wire, but resistance was met and felt to be from the ivus catheter. Upon removal of the wire, it was noted that the distal portion was missing. The anatomy was searched, but the wire was not found. The ivus catheter was removed and checked, but the wire was still not found. The guide catheter was removed and flushed and the wire was found in the proximal portion of the guide catheter. There was no adverse sequela and no clinically significant delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The migration and difficulty removing the guide wire could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Sem analysis was performed and the results suggest that the core failure may be attributed to ductile overload at a bend. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.